Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was not yet provided. This investigation will be updated when further information is provided. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note this pacemaker's battery was designed to estimate remaining longevity, and trigger corresponding device replacement indicators, based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was not yet provided. This investigation will be updated when further information is provided. No adverse patient effects were reported. Subsequently, disk data was received for data analysis. Since the device has exceeded minimum expected longevity calculations, this device is not considered to be in premature discharge of battery. No adverse patient effects were reported.